Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a synchronized cardioversion on a patient, the device did not deliver energy on the r-wave and the patient converted to ventricular fibrillation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.